Event description:
It was reported that the patients lead pulled out of the epidural space. The patient underwent an explant procedure, and the explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the system was explanted. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 367858.